Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. Customer¿s blood glucose level was over 300 mg/dl at the time of incident and current blood glucose level was over 600 mg/dl. Customer stated that if the blood glucose level was 600 mg/dl they would give herself shots but if it was below 600 mg/dl then she would use the insulin pump for correction bolus. Customer was advised to change the infusion set, reservoir and insulin and to treat per healthcare professional's instructions. The insulin pump will not be returned for analysis.